Manufacturer narrative:
The customer reported that alarms are being terminated without user's intervention. No serious injury or death was reported. The limited available info is not sufficient to support that there was a health risk. In abundant caution, we will report this as a malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. Pr# (B)(4) .

Event description:
The customer reported that alarms are being terminated without user's intervention. No serious injury or death was reported.